Event description:
It was reported that a flogard infusion pump experienced an f38 alarm on channel 2. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and a review of the alarm long confirmed the f-38 alarm. The f-38 alarm was caused by a damaged force sensing resistor (fsr). The fsr's were replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order. If additional relevant information becomes available, a follow up report will be submitted.